Manufacturer narrative:
A broken flow sensor results in alarms of the babylog 8000 ventilator. The flow sensor parts were requested for investigation, but not yet received. Investigation results will be reported in a follow up report.